Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that three of the customer's reservoirs were leaking after they fillled the reservoirs and removed the plunger. The customer's blood glucose at the time of incident was 7.2 mmol/l. The customer stated that the rest of the reservoirs seemed fine; they agreed to call back if there were issues with the five remaining reservoirs in the box. No products were returned and two replacement reservoirs were shipped to the customer.